Manufacturer narrative:
This MFR report 0003015876-2025-00239 was submitted in error and supplemental report will not be forthcoming. It is a duplicate report of MFR report 0003015876-2025-00382. Please refer to MFR report 0003015876-2025-00382 for updates on this issue.

Event description:
The customer contacted stryker to report that their device's display would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's display would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.